Manufacturer narrative:
Investigation summary: lot number history review / DHR review. Lot number unknown; therefore lot history and DHR review could not be performed. Sample evaluation: 1 used actual sample without packaging was returned for investigation. The sample was subjected to visual inspection. Observed brown embedded foreign matter (fm) on the syringe barrel brown embedded fm on syringe barrel: the brown embedded fm was send for fourier transform infrared spectroscopy (ftir) test. The ftir result indicated no good match from the library but the best match is cellulose-based material. Cellophane and chipboards are cellulose materials. Paper, wood, wiper are also composed of cellulose. Based on sample, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: observed brown embedded foreign matter (fm) on the syringe barrel. The ftir result indicated the best match as cellulose-based material. Root cause description: from the ftir results, the fm is cellulose-based material such as cellophane, chipboards, paper, wood and wiper. All these materials does not have any direct contact with the molding machine during the molding process. The foreign matter could have come from the packaging material of the resin material.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found inside a 2ml bd syringe with bd precision glide¿ needle 23 g x 1.00 inch syringe. This was observed during use with no report of serious injury or medical interventions.